Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2018. The customer blood glucose level was 20 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was treated with food and glucose during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to low blood glucose such as broken ribs. Customer reports they contacted their health care professional regarding the low blood glucose. Customer was not alleging pump was under delivering. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.